Event description:
A spring on the hand control switch on a fluoroscopy machine came off causing the machine to malfunction by continuing to take multiple images (90) and exposing the patient to additional radiation. Staff was unable to shut off the machine. There were no injuries and the patient was moved to another room. Estimated additional radiation exposure was equivalent to a CT scan. Equipment taken out of service. Switch was disabled by tech from philips.